Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported she had to seek medical attention because a piece of tampon became lodged and broke off inside her which led to an infection. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the u by kotex product, diagnoses, and medical treatments received. No further information has been received.